Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence which indicates a liberty cycler set product issue or malfunction caused or contributed to the patient event. The patient¿s pd culture yielded growth of staphylococcus aureus which is an organism known to reside on human skin and nares. Reportedly, the patient did not wash hands or wear a mask during the pd exchange. Therefore, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique/touch contamination, as reported by the pd nurse. Those individuals undergoing pd therapy are known to be at high risk for infections of the peritoneum. Additionally, peritonitis is a well-known complication and/or risk of undergoing pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse reported to customer service that a peritoneal dialysis (pd) patient got discharged from the hospital and they found out that the patient has peritonitis. There were no reported fluid leaks or issues with any fresenius products in relation to the patient¿s peritonitis event. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2019 the patient was hospitalized for peritonitis. Reportedly, the patient¿s pd culture grew staphylococcus aureus with an elevated white blood cell (wbc) (result 4675). Details surrounding the patient¿s hospitalization course are unknown as the hospital discharge summary is not available. However, the nurse stated the patient was treated with antibiotics (unknown drug, dose, and frequency) intra-peritoneal (ip). The patient also continued pd therapy in the hospital. On (B)(6) 2019 the patient was discharged home continuing pd therapy with ip antibiotics. Subsequently, on (B)(6) 2019, the patient was re-admitted to the hospital for weakness associated with the peritonitis event. Details surrounding hospital re-admission are unknown. Per the nurse, the patient is being transitioned to hemodialysis temporarily as the patient reportedly is not able to perform pd treatments at home. Reportedly, the patient admitted that they did not wash their hands or wear a mask during the pd exchange. Per the nurse, the patient¿s peritonitis was caused by this breach in aseptic technique/touch contamination.